Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. She tried to bolus but the numbers on the screen kept scrolling. Customer's blood glucose level was 108 mg/dl. The insulin pump had a crack near the battery compartment. The self-test passed. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.